Manufacturer narrative:
(B)(4). Date sent: 11/8/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. B18.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? "Good morning everyone, I truly apologize, but once this complaint has been received directly from our local health authority, I have no further information to provide you. Our local health authority (anvisa) keeps information about patients, hospitals and evolution of the case, confidential. The only available information available to us is already informed at the registered complaint."

Event description:
It was reported that the stapler tip closed making it impossible to use it. No patient consequences reported. No further information is available.